Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, loud motor noted during testing. Problem isolated to motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor anomaly, makes strange noise. No harm requiring medical intervention was reported. The device will be returned for analysis